Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1102 "primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that a 1102 "primary alarm failed" error occurred. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the device had a "power speaker: fail" error. The asp therefore replaced the central processing unit (cpu) printed circuit board assembly (pcba), installed software 3.0, and verified that the issue was resolved as the device successfully passed all tests. Alarm errors stopped occurring, and the device was returned to service. The investigation concludes that no further action is required at this time.